Event description:
The user facility reported that during an initial attempt to activate the electrosurgical unit during a therapeutic cystoscopy procedure, the users observed arcing at the working element and cable connection, and the cable disconnected from the working element. The users reported to have utilized a different, but similar cable to complete the procedure. There was no pt or user injury associated with this event.

Manufacturer narrative:
Olympus followed up with the user facility by phone and in writing to obtain additional detailed info about the event, but limited additional info was provided. The device referenced in this report was not returned to olympus for eval. The cause of the reported event cannot be conclusively determined at this time. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution. (B)(4) is submitting mdrs on behalf of gyrus acmi and olympus medical systems corp. (B)(4).